Event description:
Event description cpi received information that during the implant procedure of this implantable pulse generator (ipg) system, the physician was unable to retighten the set screws after the leads had been removed. The leads had been removed to switch them in the lead barrels. A new ipg was successfully implanted.